Event description:
It was reported that the patient experienced erosion. A surgical revision procedure was scheduled. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient "was malnourished because of poor nutrition but that he had a very obese gut. This caused some erosion. The pump did not erode completely through the skin but almost". Per the reporter, the patient did not feel that he really needed the pump and opted to have it removed. The doctor concurred and the pump was removed. The patient was doing very well and there were no plans to re--implant. There was nothing wrong with the pump; it was "just the patient's body type and poor eating habits that were an issue".

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk...dacron pouch model# 8590-1 lot# n269352 implanted: (B)(6) 2012 explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump and catheter were removed. It was noted "all went fine."